Event description:
Customer was found unconscious. An ambulance was called, paramedics tested the customers blood glucose and received a result of 32mg/dl. The customer was given an IV and taken to the hosp. The customers friend states the customer may have overdosed themselves with insulin. Friend unsure of the information for glucose strips or if controls were in use. A request was made for the return of the suspect device and replacement product were sent.